Event description:
It was reported that return line of a prismaflex m150 set became disconnected at the screwed connector and leaked during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed that the return line was disconnected from the return screwed connector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the tubing disconnection was determined to be related to the manufacturing assembly process. Should additional relevant information become available, a supplemental report will be submitted.